Event description:
It was reported that an electrical reset occurred and all the settings of the device were the same and the device seemed to be performing normally. The device is still in use. No patient complications were reported as a result of this event. It was reported that an electrical reset occurred. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that an electrical reset occurred. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed a power on reset (por) occurred.